Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional review of the previous data found that the in one of the episodes from five months earlier of minute ventilation sensor oversensing led to pacing inhibition with asystole of greater than three seconds. There was also a pacemaker mediated tachycardia (pmt) episode from two months earlier. Boston scientific technical services (ts) discussed programming options and considerations. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) channel that was leading to inappropriately stored atrial tachy response (atr) events. Further review found that the noise was from the minute ventilation signal being sensed. There was also oversensing on the right ventricular (rv) channel but no asystole as the patient has an underlying rate. The ra impedance measurements have been intermittently high and out of range at greater than 3000 ohms for 10 months. The rv lead impedance measurements have been intermittently high and out of range at greater than 3000 ohms for the last four to five months. The physician was considering a lead revision procedure. Boston scientific technical services (ts) discussed that this may be able to be resolved by programming the rate response trend feature off in the cardiac resynchronization therapy defibrillator (crt-d). The physician opted to reprogram the respiratory rate trend feature off in the device and cancel the surgery. At this time the crt-d and leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that there was concern over possible lead to header interaction issue which may have led to the noise and high impedance measurements. Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to noise on both the right atrial (ra) and right ventricular (rv) channels along with high impedance measurements. The other manufacture's ra and rv leads remain in service with a new crt-d. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise on the right atrial (ra) channel that was leading to inappropriately stored atrial tachy response (atr) events. Further review found that the noise was from the minute ventilation signal being sensed. There was also oversensing on the right ventricular (rv) channel but no asystole as the patient has an underlying rate. The ra impedance measurements have been intermittently high and out of range at greater than 3000 ohms for 10 months. The rv lead impedance measurements have been intermittently high and out of range at greater than 3000 ohms for the last four to five months. The physician was considering a lead revision procedure. Boston scientific technical services (ts) discussed that this may be able to be resolved by programming the rate response trend feature off in the cardiac resynchronization therapy defibrillator (crt-d). The physician opted to reprogram the respiratory rate trend feature off in the device and cancel the surgery. At this time the crt-d and leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Seal ring marks indicate full lead insertion in all lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to noise on both the right atrial (ra) and right ventricular (rv) channels along with high impedance measurements. The other manufacture's ra and rv leads remain in service with a new crt-d. No additional adverse patient effects were reported. Additional information was received that there was concern over possible lead to header interaction issue which may have led to the noise and high impedance measurements.

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to noise on both the right atrial (ra) and right ventricular (rv) channels along with high impedance measurements. The other manufacture's ra and rv leads remain in service with a new crt-d. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.